Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed, and the rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.